Manufacturer narrative:
(B)(4). D.2b - correction-the g5 system is associated with product code pqf. Product code pqf is not currently available in field d.2b e1- initial reporter- correction.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on mon feb 06 18:14:42 est 2017 with MFR# 3004753838-2017-05430. The ack3 was received on mon feb 06 18:14:42 est 2017 with coreid: (B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed err121. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log was downloaded and reviewed and firmware errors were observed. The reported event of the receiver displaying err121 was confirmed. A root cause could not be determined.